Manufacturer narrative:
Product analysis: analysis was able to confirm the display was flickering. Analysis also noted that the stylus / cursor was jumping around the screen, the tab on the rear display cover was broken, the power cord bay latch tab was broken, the left antenna failed, the handle and covers were cracked. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display was glitching during interrogations. The programmer was returned for service. There was no patient involvement. The programmer subsequently tested out of specification during manufacturer's analysis.